Event description:
It was reported that a cadd® cadd-prizm® vip pump was constantly alarming and a yellow led is continuously lit. No patient involvement or injury was reported.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for evaluation. The customer's reported problem was "constant alarm - yellow led is continuously lit". A visual inspection revealed a pump in good condition. The pump event history log was not available for review. The reported problem was duplicated. The pump was displaying "10106" and "10040" error code alarm messages when a battery was inserted. The internal real time clock lithium batteries were measured for their voltage and were found to be out of specification. The "constant alarm - yellow led is continuously lit" issue was caused by the internal real time clock lithium batteries low voltage. The failure mode was determined to a faulty mpu board. The root cause of the problem is unknown.